Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the nurse found the cuff leaking while testing before use. No injury reported.

Manufacturer narrative:
Device evaluation: one sample was returned for investigation. The returned sample was received in used condition without original packaging. The sample was visually inspected under normal conditions of illumination to detect any condition that could cause the failure mode reported. No defects were detected. Sample received was submerged under water to detect leaks. A leakage was detected at the joint between the tube and cuff; the complaint was confirmed. The sample returned was connected to leak tester machine to identify a leak. Leakage was detected. Based on the analysis conducted in the sample provided, a leaking failure mode was confirmed. The failure condition was possibly due to the assembly process not being followed correctly (assembly error). The problem source was traced to manufacturing. For corrective action a customer complaint notification was sent to production personnel to explain the importance of adherence to the manufacturing procedure. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).